Manufacturer narrative:
The exact event date is unknown; however, it was reported that it was in (B)(6) 2016 when the jejunal tube was accidentally removed.

Event description:
It was reported to boston scientific corporation that an endovive standard two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson's disease. The procedure was performed on (B)(6) 2014. According to the complainant, the jejunal tube was accidentally removed. The device was still in use. Attempts to obtain information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information as of october 18, 2016. It was in (B)(6) 2016 when the jejunal tube was accidentally removed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation as it is implanted in the patient; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson's disease. The procedure was performed on (B)(6) 2014. According to the complainant, the jejunal tube was accidentally removed. The device was still in use. Attempts to obtain information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.